Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 17 apr 2024, it was reported that tube disconnected from infusion site and resulted in hyperglycemia. No further information available.